Manufacturer narrative:
Follow-up #1: date of submission 04/03/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/14/2014 with the following findings: the black box and alarm history review showed a call service alarm on 01/03/2014 which indicated that there was a post delivery motor power supply fault. The battery voltage prior to the alarm was above the battery alarm/warning thresholds at 1.59vp. The pump was exercised with no call service alarms or any battery alarms/warnings. All current draws were observed to be within specifications. The cover was removed to further investigate the internal components and no intermittent condition was found to the pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (128-fxxx) issue. The reporter stated that they had changed the battery 2 days ago and had then received the replace battery warning today. The reporter denied damage and evidence of moisture to the pump. The battery type reportedly matched the battery used which was an energizer lithium battery. There was no damage to the battery cap reported. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.